Event description:
It was reported that a collimator fell from the x-ray assembly during a procedure. No injuries were reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation the day after the incident. It was determined that the collimator had been improperly installed two months earlier. A broken lamp was replaced and the collimator reinstalled. The collimator was tested, found to be performing as intended and the system placed back into service.